Event description:
It was reported that this right atrial (ra) lead exhibited out of range high pacing impedance due to a suspected conductor fracture as two places had a pinched appearance when the lead was removed. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported.